Event description:
Per the clinic, the patient experienced ear discharge and infection, during which there was bulging of the external auditory canal (eac) and extrusion of the electrode array, resulting in decreased sound quality (specific date not reported). Subsequently, the patient was treated with oral antibiotic for a duration of 1 week (specific date not reported) which resolved the infection. The implanted device remains. There are plans for revision surgery; however, this has not occurred as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
It was also reported that the patient underwent a revision surgery on (B)(6) 2025 under general anesthesia to reposition the electrode placement and repair the wound with composite graft.